Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting as well as high ketones. As treatment, the patients parent administered corrections and applied a new pod prior to going to the hospital. The patients blood glucose level was 400 mg/dl upon going to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and medicine. The patient was discharged from the hospital a little after 24 hours.